Event description:
Fresenius received an inquiry from a hemodialysis (hd) user facility requesting information pertaining to the sterilization process of the f180nr dialyzer in comparison to the f180nre. The facility stated they believe one of the patient¿s is allergic to the e-beam sterilized dialyzer. Additional information was obtained through follow-up with the clinic manager. On (B)(6) 2025 a female hd patient was initiated in treatment utilizing the optiflux f180nre dialyzer. The patient¿s blood flow rate was 400 and dialysate flow rate was 800. Approximately 30 minutes after treatment was initiated, the patient reported feeling anxious with shortness of breath and increased heart rate. The treatment was discontinued, and the symptoms subsided. No medical intervention was administered. On the subsequent treatment date of (B)(6) 2025, the patient experienced the same symptoms. The symptoms were attributed to anxiety related to the hd treatment. The patient continued to complete hd three times per week with no adjustments to their prescription. On (B)(6) 2025, a new clinic manager decided to switch the patient to a new dialyzer. The patient was tried with the optiflux f180nr dialyzer. The patient¿s symptoms of feeling anxious with shortness of breath and increased heart rate resolved. No further medical interventions were required in addition to the dialyzer change.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Twelve lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one or more approved temporary deviation notice (dn) reported on nine of the lots which were unrelated to the complaint event. Two of the lots had a non-conformance that were also unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Based on the available information, there is a temporal and a possible causal relationship between the fresenius optiflux f180nre dialyzer and the patient¿s reaction (characterized by feeling anxious with shortness of breath and increased heart rate) during several months of hemodialysis treatments. The change in dialyzer to the optiflux f180nr resolved the patient¿s symptoms which supports the indication that the patient was experiencing a dialyzer reaction. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an optiflux f180nre dialyzer product deficiency or malfunction, but rather a possible bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux f180nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
Fresenius received an inquiry from a hemodialysis (hd) user facility requesting information pertaining to the sterilization process of the f180nr dialyzer in comparison to the f180nre. The facility stated they believe one of the patient¿s is allergic to the e-beam sterilized dialyzer. Additional information was obtained through follow-up with the clinic manager. On (B)(6) 2025 a female hd patient was initiated in treatment utilizing the optiflux f180nre dialyzer. The patient¿s blood flow rate was 400 and dialysate flow rate was 800. Approximately 30 minutes after treatment was initiated, the patient reported feeling anxious with shortness of breath and increased heart rate. The treatment was discontinued, and the symptoms subsided. No medical intervention was administered. On the subsequent treatment date of (B)(6) 2025, the patient experienced the same symptoms. The symptoms were attributed to anxiety related to the hd treatment. The patient continued to complete hd three times per week with no adjustments to their prescription. On (B)(6) 2025, a new clinic manager decided to switch the patient to a new dialyzer. The patient was tried with the optiflux f180nr dialyzer. The patient¿s symptoms of feeling anxious with shortness of breath and increased heart rate resolved. No further medical interventions were required in addition to the dialyzer change.